Event description:
It was reported that the syringe 10ml ll wwd barrel was damaged and the plunger rod was broken. The following information was provided by the initial reporter, translated from japanese to english: "before use, the customer found that the barrel was damaged and the plunger rod was broken."

Manufacturer narrative:
H.6. Investigation: samples and photos received for investigation. Six photos appearing to display the same loose 10ml syringe with needle attached were received and evaluated. It was observed in each of the photos, the plunger rod had a large crack present in one of the ribs starting approximately 1" above the retaining ring and extending near the underside of the thumb rest. A portion of the broken rib was protruding outwards. There was also some barrel deformation near the 10ml marking area, which was consistent where the plunger rod was damaged. The damage was rejectable per product specification. Potential root cause for the damaged barrel and plunger rod defect is associated with the assembly process. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 10ml ll wwd barrel was damaged and the plunger rod was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the customer found that the barrel was damaged and the plunger rod was broken."